Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a pleural effusion was observed and there was a noted concern of possible lead perforation. All lead measurements were within acceptable limits. An elective revision procedure was performed and the right ventricular (rv) lead and non-bsc right atrial (ra) lead were successfully repositioned. No adverse patient effects were reported during the procedure.